Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the jaws were disengaged but the shaft was intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to rough handling of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during the lap chole procedure, the tip of the grasper broke when they were trying to grasp the gallbladder. The tip fell into the patient cavity and was retrieved with another grasper. There was no patient injury. The patient outcome was fine.